Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient has a concomitant pacemaker and has had numerous untreated episodes due to oversensing of noisy signals with narrow signals. It was noted that this patient has had a single isolated inappropriate shock due to the same thing. The rep had ran auto-setup tool and it was determined that alternate sensing vector was most optimal. No adverse events. Approximately two years later, the system was explanted and returned. This report also contains the analysis of the electrode.